Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the pool while connected to the insulin pump. Customer's blood glucose was 79 mg/dl. The customer reported the buttons on the insulin pump are intermittently working after the moisture exposure. Customer also reported the bolus wizard button was not functional. The customer also the insulin pump passed a self-test during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.